Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The complaint receiver device was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot. The receiver case was opened for internal inspection and failed, moisture indicator was activated. The reported event of receiver ceased to function was confirmed. The root cause was determined to be moisture damage.